Manufacturer narrative:
(B)(4)

Event description:
On 04jul2016 a call was received from a patient (pt) who reported that he/she had an eye infection with eye swelling and discharge that occurred on (B)(6) 2014 while wearing the acuvue oasys brand contact lens. On 11jul2016 medical records were received from the pts treating eye care provider. The additional medical information was obtained as follows: the ecp reported that the pt was seen in the emergency room on (B)(6) 2014 for inflammation and was advised that he/she had no ulcer. The ecp reported that the pt was initially seen on (B)(6) 2014 and diagnosed with a "significant infectious corneal ulcer." The ecp reported that the pt was referred to a cornea specialist. The ecp reported that the pts best corrected va was 20/60, and was 20/25 prior to the ulcer. The pt was initially seen by the cornea specialist on (B)(6) 2014: reason for visit: infection os; hpi/cc: referred by ecp, diagnosed with corneal ulcer, pt sleeps with cl's for 6 days on the seventh day doesn't, has been doing this for a while now. Current meds: restasis eye drops bid; any lubricant ou; caltrate 600 tablet; prenatal vitamins; examination: vision uncorrected: distance; os: fc-5 pinhole; os: 20/80 -2; iop os: 15 mm hg appl; os: cornea: 1.6 x .9 ed and 2.7 x 3.1 by neg sta size of ulcer; corneal edema; corneal ulcer; thick infiltrates; ac: 2+ ac cells; impression: os corneal ulcer; plan: schedule appointment fu 1 day; vigamox eye drops os q 1 hour; tobramycin eye ointment os q hs. Cornea specialist fu: (B)(6) 2014: reason for visit: infection os; hpi/cc: 1 day fu - va seems better, some pain, still c/o upset stomach, not sure if gtts or because pt is nervous; current meds: restasis eye drops bid; any lubricant ou; caltrate 600 tablet; prenatal vitamins; vigamox eye drops os q 1 hour; tobramycin eye ointment os q hs; examination os: vision uncorrected os: 20/400 pinhole; 20/100 -2; vision corrected os: 20/20 -2; os: cornea: 1/1.5 size of ulcer; corneal edema; corneal ulcer; ac: 2+ ac cells; impression: os corneal ulcer - edema and ed and infiltrates are much improved; will consider steroid in 2 days; plan: schedule fu appointment in 2 days; tobramycin ointment discontinued. Date of visit: (B)(6) 2014: reason for visit: blurred vision os; hpi/cc: sl worse because sore/hard to open in am; current meds: any lubricant ou; caltrate 600 tablet; prenatal vitamins; vigamox eye drops os q 1 hour; examination os: vision uncorrected os: 20/400 pinhole &#14386;0/81 -2; cjn/sclera: 2+ 3+ injection; cornea: no ed size of ulcer, much improved corneal edema; ac: 2+ ac cells; sle: much lighter infiltrates but still with large oval neg staining; impression: os corneal ulcer; corneal edema - much improved; os 2+ ac cells; plan: schedule apt 2 days; restasis eye drops bid; lotemax eye gel qid date of visit: (B)(6) 2014: reason for visit: blurred vision os; hpi/cc: blurring constant os; examination: vision uncorrected os: 20/400 pinhole &#14386;0/80; examination os: cjn/scl: 1+ injection; cornea: infiltrates smaller, temporal, no ed size of ulcer, much improved corneal ulcer; impression: os corneal ulcer; much improved corneal edema; os 1+ cells - improving in lotemax so will change to tobradex qid since she has it, reduce tobradex to qid; dc ointment; plan: schedule appointment for 3 day; lotemax eye gel q hs; pred forte eye drops qid. Date of visit: (B)(6) 2014: reason for visit: infection os; hpi/cc: 3 day fu, doing better; current meds: any lubricant; caltrate 600 tablet; prenatal vitamins; examination: vision uncorrected os: 20/400 pinhole - 200/100; iop os: 10 mm hg appl; cjn/scl: shote and quiet; cornea: clear; ac: deep and quiet; iris: clear; lens: clear; fun: vitreous normal, pink w/ normal cupping, bv normal, no edema, infiltrates improving; impression: os corneal ulcer; os - nf - much improved corneal edema; change tbdx to pf qid; dc vigamox and emycin, resume restasis; may use cl for long drive and lubricate with pres free tears; plan: schedule appointment fu 2 weeks date of visit: (B)(6) 2014: reason for visit: corneal scar os; hpi/cc: ck-states os doing better &#14357;sing pf qid os; current meds: any lubricant ou; caltrate 600 tablet; prenatal vitamins; pred forte eye drops qid; restasis eye drops; examination os: vision uncorrected 20/400 pinhole; 20/200; iop os: 12 mm hg appl; os: cjn/scl: white and quiet; cornea: clear; ac: deep and quiet; iris: clear; lens: clear; impression: os (resolved) corneal ulcer; os corneal opacity; ulcer healed - will leave peripheral scar. Taper pf weekly to off. May resume cl wear but remove nightly and wash case nightly. Encouraged glassed when home, increasing lubrication and not allowing ayes to get red. Fu with ecp in 1 month to check refraction. No additional medical information was received. No additional information is expected. The lot number is unknown and the product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.